Event description:
Pt with ventral hernia underwent repair on (B)(6) 2010 with placement of synthetic mesh measuring 6 x 4 x 6.4cm within the preperitoneal space. Post-operatively, pt developed prosthetic mesh infection necessitating removal on (B)(6) 2011.